Event description:
During training, customer reported that the autopulse platform (serial (B)(6)) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on. No patient involvement.

Manufacturer narrative:
The customer reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message," was confirmed during the functional testing and the archive data review. The root cause of the ua07 were the failed load cell module 2, likely attributed to failed component or mishandling, such as a drop. Upon visual inspection, no physical damage was noted. Upon further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface. The sticky clutch's impact was not severe enough to make the platform non-functional. The sticky shaft was deburred to remedy the observed issue. The archive data indicated multiple ua07 error messages, thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. Load cell characterization check indicated failed single point load cell module 2 (the output reading value was over-reporting). The failed single-point load cell module 2 was replaced to address the customer's reported complaint. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the autopulse platform with sn (B)(6).